Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that there was a loose connection between a solution bag and the tubing, which is a known cause of this alarm. The cause of the loose connection was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated that the surface underneath the supply bag was wet. The patient stated that the supply line was not tightly connected to the bag because they could still twist the connection tighter. The technical service representative assisted the patient in ending therapy, and reviewed proper procedures with them. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.